Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The physician is contemplating the possibility of implanting a new system. No adverse patient effects were reported. At this time, this lead remains in service. Additional information was received that this lead was surgically abandoned and replaced successfully with no patient complications reported. It was also noted the implantable cardioverter defibrillator (ICD) to which this rv was connected was explanted and replaced. Outside of the revision, no adverse patient effects were reported.